Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor did not pair to the ilet after a new sensor was started; the user does not use a dexcom receiver or dexcom app and support guided code re-entry and advised that reconnection could take up to thirty minutes. No adverse clinical symptoms reported. Outcomes included interruption of cgm data to the ilet with dosing expected to stop soon if pairing did not resume. User support included customer support troubleshooting focused on pairing verification and re-entry of the sensor pairing code. Investigation of this case revealed a communication or connectivity issue between the cgm transmitter and the ilet, consistent with a cgm pairing failure without evidence of a defective sensor component. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication interruption likely related to transient bluetooth connectivity.

Manufacturer narrative:
Initial.